Event description:
It was reported that during the implant procedure of an right ventricular (rv) lead the threshold started increasing slowly once connected to the can. It was reported that a few ventricular sense (vs) markers that were questionable, possibly physiologic were noted. The rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.